Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, during the implant of a heartmate ii, a concomitant double valve replacement was performed with a 29 mm epic heart valve implanted in the mitral position and a 21 mm trifecta gt heart valve in the aortic position. On (B)(6) 2018, the patient presented hemodynamically unstable, and an echocardiography reported inadequate opening of the mitral valve leaflets. In the cath lab, the presence of thrombus was found on two of the leaflets, causing the inhibited opening of the valve. The valve was explanted and sent to pathology for investigation. No replacement valve was implanted as the patient was left with a single left sided chamber. On (B)(6) 2018, the patient presented with severe gi bleeding and neurological deterioration, leading to the patient's death. The epic valve was reported to function without issue and had no issues at the time of patient death.